Event description:
Provider states that the screws that go into the hub on this chair were longer than the original screws that came with the chair. Per our tech service this could have caused damage to the motor.